Manufacturer narrative:
(B)(4). The clinic is reporting this event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient who underwent a laser vision enhancement presented approximately one week post-op with epithelial ingrowths in each eye. The patient's flaps were lifted, irrigated and the cells removed to resolve the issue. The patient's visual acuity was not provided.